Event description:
This procedure was performed in a foreign country: during the pull back, the distal handgrip was blocked at the middle of the release. At that point, physician was not able to go forward or backward because half the stent was deployed in the artery and half was blocked in the catheter. Physician pulled the system to come back into the guide catheter and the half stent deployed and broke and a dissection with amputation was reported.